Event description:
The customer reported that the colonovideoscope tested positive for an unexpected contamination. The issues were found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The cds was performed by the customer. There was no patient infection. The customer did not report any deviations, deficiencies or concerns with reprocessing. The device was last reprocessed at the site on september 22, 2023 and then used on a procedure on (B)(6) 2023. Prior to sampling, the device was reprocessed twice. After testing positive, the device was quarantined and not used in a procedure. A soluscope series 4 automatic endoscope reprocessor (aer) was used with soluscope cln as the detergent and soluscope paa as the disinfectant. All channels were connected with tubes when setting up the washer, the concentration and expiration of the disinfectant was controlled, the water quality of the rinse water was controlled, and the water filter was replaced periodically in accordance with the instruction for use. The scope was dried with compressed filtered air and wiping with clean towel/paper. The scope was stored in simple cabinet. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated that an all channel sample was collected on october 19, 2023. The all channel sample tested positive for 1 cfu of filamentous fungus. The scope was going to be reprocessed and tested again. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the suction cylinder is scratched, the switch box unit is cracked, the air/water separator is defective, the angulation is less than the specified value, and the biopsy channel has forceps movement. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instructions for use (reprocessing manual) states, "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." And warns against inappropriate reprocessing. Olympus will continue to monitor field performance for this device.